Event description:
In 2008, the patient reported that he received an e10 (cartridge) error on his infusion device while changing the insulin cartridge. He stated that while retracting the piston rod, it stopped after a third of the way and the infusion device began making a "grinding" sound. He stated that he has never spilled insulin inside the cartridge compartment. He switched to his backup infusion device. To troubleshoot, the patient was instructed to perform the change cartridge procedure. The error was not reproducible during the report. No physiological effects were reported. Upon follow up the following month, the patient stated that he changed the battery of the infusion device and "it seems to be working fine." The infusion device has not made the "grinding" noise and the patient has no further issues. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.